Event description:
Surgeon reported that patient experienced diffuse lamellar keratitis (dlk) grade 1 in left eye one day after surgery on (B)(6) 2015. Patient being treated with topical steroids and increased steroid eye drops to every 2 hours until next visit. No loss in vision reported.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.